Event description:
It was reported the patient's blood glucose level reached 270 mg/dl (15 mmol/l) while wearing the pod between 49 and 71 hours. An investigation of the pod found the exposed portion of the soft cannula to be flattened. The device was originally reported for insulin leakage during wear.

Manufacturer narrative:
No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. The exposed portion of the soft cannula was found to be flattened. The damage did not prevent fluid from exiting the distal tip of the soft cannula. The cause and timing of this damage is unknown. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: freestyle libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.